Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and stroke are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Subject device is not available.

Event description:
During a thrombectomy procedure two retrievers were used in the occluded right internal carotid artery (r-ica) and m1 section of the right middle cerebral artery (r-mca). It was reported that a CT scan post procedure revealed a hemorrhage at the right nucleus basalis. The physician administered 37.8mg of tissue plasminogen activator (tpa) in response to the event. The physician believed that a hemorrhagic infarction occurred post procedure in an existing ischemic area for which no symptoms appeared to have occurred. No additional information is available.